Event description:
It was reported that a black mark was on the reservoir of a large volume intermate. The particulate was identified during the storage of the device, after it was filled with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. Visual inspection was performed and black mark on the reservoir was observed. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.